Event description:
It was reported that a single day infusor had particulate matter inside the elastomeric balloon. The particulate matter was identified during a routine inspection after fill. The device had been filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from september 09, 2014 ¿ september 11, 2014. The device was received for evaluation. Visual inspection noted white particulate matter in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.